Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's proportional and three-way solenoid valves were replaced to address the issue. Additionally, during the evaluation the device's blower assembly, flow sensor and inline filters were found to be contaminated with dirt. The components were replaced to address the issue. Preventive maintenance was performed. The device was cleaned and tested and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for preventive maintenance and the device failed test steps during testing. The device's proportional and three-way solenoid valves were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for investigation. The pil summary states-pil installed the solenoid onto the pil trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test and the solenoid passed all testing. Pil concluded that the solenoid valve operates as designed. Additionally: pil installed the proportional valve onto the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The manufacturer concluded there were no malfunctions of the valves noted during investigation.